Event description:
The customer reported experiencing a cartridge alarm 20, but there was no adverse impact to the customer's blood glucose level. Technical support confirmed that the issue did not occur during the load process and that the customer had not previously reported similar alarms, although there were consecutive cartridge alarms. Technical support decided to replace the pump, advising the customer to use multiple daily injections (mdi) as backup therapy. The new pump, with updated software, was sent without requiring a delivery signature. The customer was instructed on how to put the existing pump into storage mode and return it. Technical support also confirmed the shipping address and provided guidance on steps to take with the new pump.